Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was unknown at the time of admission. The nurse could not recall any significant events leading to the hospitalizaiton. It was found the customer fell, breaking their collar bone and knee cap. The customer was wearing the insulin pump at the time of hospitalization. It was also found the insulin pump was cracked as a result of the fall. Itw as found cracks were located around the reservoir compartment. The customer agreed to return the insulin pump for analysis.